Manufacturer narrative:
(B)(4): the customer reported an unspecified problem with the charge button. There was report of patient involvement or negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified problem with the charge button.